Manufacturer narrative:
Product complaint # pc-(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the kincise impactor was working through most as the cope and stopped working while broaching the femur. We had a backup impactor and the can went smooth. We also had 2 dull calcar planers that worked but not as well. The surgery was successfully completed with delay of 30 seconds.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was returned for analysis. Review of the photographic evidence and visual examination of the returned device can confirm the dullness condition. Overall condition of the device presents circular scratching consistent with constant use. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.